Event description:
It was reported the pt's incision site was red, irritated, and had pus draining from it. Due to an infection, the pump was explanted. The drug in the pump was lioresal at a concentration of 500 mcg/ml at a dose of 100 mg/day. No pt outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.